Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain, constant; pressure-like and is moderate to severe"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (dates of births: (B)(6) 2001; (B)(6) 2007; (B)(6) 2011), caesarean section ((B)(6) 2007) in 2007, chronic fatigue syndrome, fibromyalgia, cryocautery of cervix, dermoid cyst of ovary (left) and ovarian cystectomy (left - dermoid) in 2005. Patient had no known drug allergies. Previously administered products included for birth control: depo provera from 2001 to (B)(6) 2012. Concurrent conditions included latex allergy (rash and if near vagina she swells), smoker, marijuana use, swelling nos, malignant hyperthermia and general anesthesia. Family history included cervical cancer (mother) and inflammatory breast cancer (mother). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain- cyclical pelvic pain, suggestive of endometriosis/ pelvic pain more severe the last couple of months. Pelvic pain, constant; pressurelike and is moderate to severe"), endometriosis ("pain- cyclical pelvic pain, suggestive of endometriosis/ pelvic pain more severe the last couple of months. Pelvic pain, constant; pressurelike and is moderate to severe") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("other injuries or complications ultrasound shows a small complex cyst on the left ovary."). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and abdominal pain lower ("pain more on left lower quadrant, increasing before menses left lower quadrant pain, constant; pressure-like and is moderate to severe"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy), surgery (hysterectomy, removal of essure implant), surgery (hysterectomy, removal of essure implant), surgery (hysterectomy, removal of essure implant) and surgery (hysterectomy, removal of essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, menstrual disorder, back pain, migraine, vaginal discharge, headache, allergy to metals, pelvic pain, endometriosis, fatigue, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient was not advised of any complications or problems that occurred at the time of essure placement and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. On (B)(6) 2012, the left and right essure micro inserts were placed in the usual fashion with five coils visible on the right and four on the left. Examination: hysterosalpingogram essure on (B)(6) 2012, the scout image shows the essure device in the region of the cornua bilaterally. Contrast images show the uterus with normal cavity, the uterus was either anteflexed or retroflexed. The essure device was positioned at the junction of the fallopian tube and uterine cavity. The majority of the device was within the tube and there was no flow of contrast beyond the device. Impression: satisfactory position of essure device with tubal occlusion bilaterally (grade 1). Transabdominal and transvaginal pelvic ultrasound with duplex doppler evaluation on (B)(6) 2017, 1. Heterogeneous echotexture to the myometrium without focal mass. This can be seen with adenomyosis, clinically correlate. 2. Normal sonographic appearance of the endometrium. 3. Small hemorrhagic cyst or follicle in the left ovary. Uterus, cervix and bilateral fallopian tubes surgical pathology on 26-jul-2017, final diagnosis: result: uterus, bilateral fallopian tubes, hysterectomy, bilateral tubal ligation: cervix: no pathologic abnormality. Endometrium: mid secretory phase. Myometrium: focal adenomyosis. Bilateral fallopian tubes: no pathologic. Abnormality; essure devices confirmed (gross examination). Gross exam: essure devices are present within the proximal lumen of both fallopian tubes. Current weight as of 12-feb-2018: 125.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, abdominal pain lower, abdominal pain, allergy to metals, dysmenorrhoea, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain, constant; pressure-like and is moderate to severe"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (dates of births: (B)(6) 2001; (B)(6) 2007; (B)(6) 2011), caesarean section ((B)(6) 2007) in 2007, chronic fatigue syndrome, fibromyalgia, cryosurgery, dermoid cyst of ovary (left) and ovarian cystectomy (left - dermoid) in 2005. Patient had no known drug allergies. Previously administered products included for birth control: depo provera from 2001 to (B)(6) 2012. Concurrent conditions included latex allergy (rash and if near vagina she swells), smoker, marijuana use, swelling nos, malignant hyperthermia and general anesthesia. Family history included cervical cancer (mother) and inflammatory breast cancer (mother). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain- cyclical pelvic pain, suggestive of endometriosis/ pelvic pain more severe the last couple of months. Pelvic pain, constant; pressurelike and is moderate to severe"), endometriosis ("pain- cyclical pelvic pain, suggestive of endometriosis/ pelvic pain more severe the last couple of months. Pelvic pain, constant; pressurelike and is moderate to severe") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("other injuries or complications ultrasound shows a small complex cyst on the left ovary."). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and abdominal pain lower ("pain more on left lower quadrant, increasing before menses left lower quadrant pain, constant; pressure-like and is moderate to severe"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, menstrual disorder, back pain, migraine, vaginal discharge, headache, allergy to metals, pelvic pain, endometriosis, fatigue, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient was not advised of any complications or problems that occurred at the time of essure placement and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Pregnancy test - on (B)(6) 2012: negative . On (B)(6) 2012, the left and right essure micro inserts were placed in the usual fashion with five coils visible on the right and four on the left. Examination: hysterosalpingogram essure on (B)(6) 2012, the scout image shows the essure device in the region of the cornua bilaterally. Contrast images show the uterus with normal cavity, the uterus was either anteflexed or retroflexed. The essure device was positioned at the junction of the fallopian tube and uterine cavity. The majority of the device was within the tube and there was no flow of contrast beyond the device. Impression: satisfactory position of essure device with tubal occlusion bilaterally (grade 1). Transabdominal and transvaginal pelvic ultrasound with duplex doppler evaluation on (B)(6) 2017, heterogeneous echotexture to the myometrium without focal mass. This can be seen with adenomyosis, clinically correlate. Normal sonographic appearance of the endometrium. Small hemorrhagic cyst or follicle in the left ovary. Uterus, cervix and bilateral fallopian tubes surgical pathology on (B)(6) 2017, final diagnosis: result: uterus, bilateral fallopian tubes, hysterectomy, bilateral tubal ligation: - cervix: no pathologic abnormality. - endometrium: mid secretory phase. - myometrium: focal adenomyosis. - bilateral fallopian tubes: no pathologic abnormality; essure devices confirmed (gross examination). Gross exam: essure devices are present within the proximal lumen of both fallopian tubes. Current weight as of (B)(6) 2018: (B)(6) lbs . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, abdominal pain lower, abdominal pain, allergy to metals, dysmenorrhoea, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 893013. Essure start date updated from (B)(6) 2012 to (B)(6) 2012 and stop date updated from (B)(6) 2017 to (B)(6) 2017. Events dysmenorrhea(cramping), migraines, abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), abdominal pain, constant; pressure-like and is moderate to severe were clubbed with previously reported events. Events vaginal haemorrhage, headache, allergy to metals, pelvic pain, fatigue, ovarian cyst, abdominal pain lower were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy/ essure devices successfully removed). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2012 : hysterosalpingogram : essure coils were properly placed and her fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.